Manufacturer narrative:
Device was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor is missing one of its distal threads. Broken thread was not returned for examination. As reported the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. Per the device IFU (B)(4) under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported anchor broke during insertion. Broken piece was removed from the patient. A backup device was available to complete the procedure, no patient injuries were reported. Procedure delay was less than 30 minutes.